Event description:
It was reported on (b)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (MR) and restricted posterior leaflet for a MitraClip procedure. During the procedure, the MitraClip NTW was unable to pass Establish final arm angle test (EFAA) as it opened up 60 degrees. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The MR was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported unintended movement associated with clip open during EFAA. There is no indication of a product issue with respect to manufacture, design, or labeling.